Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continued to be observed. Noise was also noted in a store episode, however there were no pauses in pacing. Boston scientific technical services (ts) recommended bringing the patient into clinic for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a single high out of range right ventricular (rv) pacing impedance measurement. There was no evidence of noise and out of range impedance measurements could not be recreated. No adverse patient effects were reported.